Event description:
Recently had two defective malyugin rings that I need to get replaced. The two defective lot numbers include. Luckily no patient injury, but both happened upon deployment into the eye.